Event description:
It was reported that during a bilateral diep reconstruction procedure that two clip appliers of the same lot malfunctioned. The devices were deployed scissored clips. First device delivered multiple correct clips before the misfire and the second misfired on the first attempt. A third device of a different lot was used to continue with the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 9/4/2024. D4: batch# y70175. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the mcm20 device was received with the cartridge cover damaged and empty. As the device was returned empty for evaluation we are unable to investigate further the issue of ¿scissored clips". As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device was returned empty. A possible cause for the damages found in the cartridge cover is excessive force applied over the device. Please reference the instruction for use for more information. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch y70175 number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.